Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Corroded motor assembly and corroded electronic assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he went into the ocean with the insulin pump. The customer stated that the device did not seemed to be working. He confirmed the device did not have damage but he could see fluid under the lcd display. Blood glucose value was 121 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.